Event description:
Event description guidant/cpi received information that this sweet tip rx lead was an attempted implant. The lead was not used because the helix tip became stuck to the valve and broke off. A new lead of the same model was implanted.